Event description:
A patient reported blood glucose results of 225 mg/dl and 165 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methdology, the calculated difference of these glucose results exceeds the expected value of < = 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in term of precision.